Event description:
Implanted on (B)(6) 2010. F/u (B)(6) 2010. Pain started on (B)(6) 2010. Pain started on (B)(6) 2010. Sent for ultrasound, cat scan and xrays. Device lost in pelvis. Removal on (B)(6) 2010.